Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to being unable to complete ccpd therapy due to filling and draining complications. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, patient demographics, treatment records) were unsuccessful. However, during follow-up for a related event, a pd registered nurse (pdrn) reported the patient has been utilizing a baxter cycler while hospitalized without experiencing any filling or draining complications. As a result, the pdrn and the hospital physician are requesting the patient¿s liberty select cycler be replaced prior to discharge due to these flow issues. As of (B)(6) 2026, the patient remained hospitalized and was awaiting approval of the replacement liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s inability to perform ccpd therapy, which required hospitalization and ccpd therapy on a hospital-based cycler (baxter device). The definitive etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. It should be noted that limited clinical follow-up precluded a more comprehensive clinical investigation. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the development of the serious adverse events experienced by the patient. Given the patient¿s inability to drain/fill, the allegations of device malfunction by multiple people/clinicians, the patient¿s ability to undergo ccpd therapy on a different device without any reported issues, and no manufacturer evaluation of the suspect device; there is insufficient information to determine the root cause of the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to being unable to complete ccpd therapy due to filling and draining complications. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, patient demographics, treatment records) were unsuccessful. However, during follow-up for a related event, a pd registered nurse (pdrn) reported the patient has been utilizing a baxter cycler while hospitalized without experiencing any filling or draining complications. As a result, the pdrn and the hospital physician are requesting the patient¿s liberty select cycler be replaced prior to discharge due to these flow issues. As of (B)(6) 2026, the patient remained hospitalized and was awaiting approval of the replacement liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.